Event description:
The patient reported that about eight v-go 20 devices came off. The patient confirmed that she is preparing the application site with an alcohol prep prior to applying the v-go device and that there is no interference with clothing. The patient stated that had one v-go device came loose while patient was in the shower. The patient stated that she applies the v-go to her abdomen and has also tried to apply it on the back of the arm, which seems to adhere better. The v-go devices in question are not available.